Event description:
The customer reported that the unit would not perform 12-lead analysis.

Manufacturer narrative:
The customer reported that the unit would not perform 12-lead analysis. A philips field service engineer evaluated the device at the customer site and confirmed the failure. Replacing the processor pca resolved the issue.